Manufacturer narrative:
This event occurred during the unspecified date of year 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified folfusor was leaking at the blue winged luer. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.